Event description:
Philips rec'd a report from a customer that several pts scanned on an achieva 3.t system with the t/r head coil using a gamma knife positioning frame rec'd second degree burns with blisters on the forehead. The biggest blister was reported to be about 2cm.

Manufacturer narrative:
(B)(4). When the investigation is completed a f/u report will be sent to the FDA.